Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set detachment event on (B)(6) 2025. The site of detachment was tubing. No further information was available.